Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance. The physician suspected a lead fracture. The lead was capped and replaced on (B)(6) 2015. The patient experienced no adverse event and was discharged home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.